Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported by the customer "problem has repeatedly occurred with the d11284 board ultrasound machine. The situation that has arisen is the screen turns blue when we are performing the catheter insertion procedure with the patient. The steps suggested by the bd engineering area have been carried out, however this error continues to appear."